Manufacturer narrative:
Unit received stuck in critical pump error (open book image) due to corrosion on force sensor. Unable to download due to moisture damage on all electronic assemblies. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and moisture damage on motor assembly. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that insulin pump received a critical pump error alarm. Customer's blood glucose was 240 mg/dl. It was reported that display screen showed a red "x" icon. It was advised that insulin pump would need to be replaced.